Event description:
Reporter indicated a vns pt was having increased seizures. Keppra medication was increased as an intervention. The vns generator was also replaced prophylactically, and it was not at end of service. Attempts for further info and return of the explanted generator are in progress.